Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector mount was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that there was a problem with the steering handle and it was very hard to turn. There is no report of pt or staff injury associated with this event.